Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v852752, serial#: v852752, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported lead wire was broken. The patient didn't fall or was in an accident to damage the lead. The patient had it replaced in (B)(6) 2014 additional information was received. Patient saw that the lead was broken when symptoms came back in 2014. Symptoms were frequency and leaking. A registered nurse (rn) and a previous rep ran impedance checks with a patient programmer (pp). Rep reported the patient had a lead revision. What the rep reported is a discrepancy from what the patient reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v852752, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from the patient. The lead breaking the first time was observed about two years after installation under normal use. The circumstances that led to the lead breaking the first time was nothing contributed to the break. No symptoms were reported related to the first lead break; the device just stopped working. No symptoms reported related to the first lead break contradicts what was previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.